Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a history anomaly. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The pump was monitored for three days. Several boluses were programmed and delivered properly. The pump was also programmed with a test glucose meter, and communicated properly. All boluses delivered were properly recorded at the bolus and daily totals history screens. The pump was downloaded and all bolus deliveries were found at the care link report. The reading showed in the pump history. No bolus/history anomaly was noted. The pump had a cracked reservoir tube lip.